Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 240mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. However the device was receives stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed, it may have had an intermittent failure that was not detected during testing. The rewind functioned properly during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, case cracked at the reservoir tube window corner, and stained end cap sticker.